Event description:
It was reported the patient has had previous history of infections and problems. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).